Event description:
A nurse manager reported that a surgeon stated that during an intraocular lens (iol) implant procedure, the posterior capsular bag was noted to be torn and there was capsular dehiscence after he removed the cataract lens. While then trying to implant an iol, the surgeon noticed that the haptic was defective and broke off of the lens. The lens and haptic fell into the eye. An anterior vitrectomy was performed. The surgeon was able to retrieve the haptic, but decided to leave the remaining portion of the lens in the back of the eye and aborted the procedure. Additional information was received from a surgical coordinator, who reported that the patient followed up with a vitreo-retinal specialist who was able to retrieve the lens and exchange it one week after the initial surgery. Patient was reported as being stable.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).